Manufacturer narrative:
November 17, 2015 02:52 pm (gmt-5:00) added by (B)(6): (B)(4). A maquet field service technician investigated the unit. The technician first verified that the cooling coils were cold. The unit ran overnight to form an ice block. The unit was tested with the customer's hoses at temperatures used during event. The cardioplegia side ran an 3 degrees and the patient side at 34 degrees for 3 hours. The technician warmed the patient side to 37 degrees and maintained the temperature. It was verified that the compressor came on during therapy and they were unable to duplicate the problem. Functionality and safety tests were performed. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available. (B)(4).

Event description:
It was reported the unit was unable to maintain 3 degrees. This was discovered while in use on a patient. Device was swapped out during the case. No reported patient effect. (B)(4).